Manufacturer narrative:
Device manufactured between april 12, 2019 to april 17, 2019. The device was received for evaluation. A visual inspection was performed which revealed particulate matter (pm) in the attached vial of the returned sample. The pm was not on the device and would not have been rejected during the in-process inspection. No damage was observed. However, the pm appears to be stopper material from the vial. Functional testing was performed, and the device performed according to product specifications. The reported problem of particulate matter was verified. The cause of the pm was potentially due to ¿smash¿ or ¿multiple activation.¿; which would be a misuse by the customer. However, the exact cause of the reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during evaluation of a returned vial-mate reconstitution device, particulate matter (pm) was observed in the attached vial of the complaint sample. There was no patient involvement. No additional information is available.